Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 70bpm unipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It is reported the patient was hospitalized for bradycardia at 25-30 bpm. Impedance was greater than 10,000 ohms. No pacing output was also indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 70bpm unipolar mode. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.